Event description:
Report of alleged "unit struck by lightning. Does not cycle. All leds not sure of any audible alarms. No pt harm".

Manufacturer narrative:
F.12) MFR not required to complete this section as no medwatch form 3500a was received from user/distibutor.